Event description:
It was reported that deflation issue occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion for dilation. However, it was unable to deflate the balloon. The device was removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the (B)(4) catheter was received with a (B)(4) shelf box and syringe. The batch number on the device and packaging matched the batch number for this complaint. The balloon was deflated, as-received. There was contrast in the balloon and inflation lumen. The distal end of the balloon was bunched-up. There were multiple kinks throughout the inner shaft within the balloon. The inner shaft was buckled at the distal end of the proximal weld. Microscopic examination of the proximal weld revealed the weld was neck-down and had tooling marks. The tooling marks were associated to the folding operation during manufacturing. Functional testing was performed by connecting an inflation device filled with water to the hub and loading a 0.014" forte guidewire through th guidewire lumen. The device was inflated to 14atm; the proximal portion of the balloon inflated slowly. An attempt was made to deflate the device by applying negative pressure with the inflation device; however, the device would not properly deflate which was most likely due to the observed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that deflation issue occurred. The (B)(6) stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. A 2.0mm x 150mm x 150cm coyote (tm) balloon catheter was advanced to the target lesion for dilation. However, it was unable to deflate the balloon. The device was removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that deflation issue occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to the target lesion for dilation. However, it was unable to deflate the balloon. The device was removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: microscopic examination of the proximal weld region revealed the weld was partially crimped or constricted with tooling marks. The device would not properly deflate which was most likely due to the observed proximal weld constriction that was caused by the tooling marks. (B)(4).

Event description:
It was reported that deflation issue occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous superficial femoral artery. A 2.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced to the target lesion for dilation. However, it was unable to deflate the balloon. The device was removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.